Event description:
A customer reported experiencing alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.